Manufacturer narrative:
Insulin pump received with a cracked case behind the pump at the battery compartment and a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage on the motor assembly also noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. The customer's blood glucose was unknown at the. Troubleshooting was performed. Advice to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions the product will be return for analysis.